Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed. A field service engineer arrived to find the station not faulted, removed the back cover, inspected drawers 3.1 and 3.2, cleaned heavy black marks from both retractor bands with alcohol wipes, adjusted the bands, reseated the row board cable, and confirmed hardware test application (hta) testing passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shnvbhupxc experienced recurring failures with the main drawer cubies on locations 3.1 and 3.2. The cubies failed frequently and does not recover on their own. The customer confirmed that there were no broken cubies, no obstructions on the drawer, and all cables at the back were properly connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.